Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The off no power alarm and low battery alarm functioned properly. Device had had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device passed the displacement, rewind and basic occlusion tests. No unexpected low reservoir alarm or o reservoir alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power, then low reservoir; she change the battery and she received a button error alarm, cleared it and then low reservoir alarm occurred again. Customer stated that the last low reservoir alarm could not be cleared due to the buttons not responding. Blood glucose value was 156 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.